Event description:
Our rep. Is reporting to us that the patient underwent a successful acl repair with the use of an undefined biointrafix screw for fixation sometime in (B)(6) 2009. At some point in time subsequent, the patient presented with pain and swelling; surgeon diagnosed infection and prescribed medication. Subsequently the patient returned and presented with the "screw" protruding from the skin, it had migrated from the bone tunnel. On (B)(6) 2012, the patient underwent a re-surgery at which time the surgeon removed the biointrafix screw. This is all of the information provided so far; there are questions out for detail and clarity.

Manufacturer narrative:
Sixty days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional substantial information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.